Event description:
It was reported that the device could not be fired (with the original cartridge.) No patient consequences were reported.

Manufacturer narrative:
Damaged firing mechanism. Evaluation summary: the analysis showed that one long45a was received instead of atb45 device. The device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damaged to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch review was performed and no anomalies were found during the manufacturing process.